Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt had a return of her symptoms. The symptoms returned "following some type of environmental exposure", a laser procedure on her leg, that she received one (1) week ago. Per the reporter, the pt's return of pain in her low back was gradual. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, but was not available as of the date of this report.